Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of 44mg/dl, cause was unknown. Reportedly, the customer declined troubleshooting related to this issue. Additionally, a malfunction alarm occurred after the pump was submerged in water. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged low blood glucose issue was verified in the pump logs, however, no failure was identified.